Event description:
Customer called emts and was treated with chocolate and artificial glucose on (B)(6) 2013. Customer received readings of 53 mg/dl on emt system and 132 mg/dl on the aviva meter within a minute of each other. Customer is feeling ok at the time of the call. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.